Event description:
It was reported that the 9600+ system presented a bad iris pot error during boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following component has been ordered. Collimator assembly. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a f/u report will be submitted as required.